Event description:
The pt's hand would jerk when the implantable neurostimulator was turned on. He was unable to hold a glass because his hand shook. The pt also had a sore on his back located over the path of the leads for 2 yrs. The sore would open and drain. It was reported that the lead had moved and that the entire system needed to be replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.